Event description:
It was reported that; increased pacing impedance was noted on the left ventricular (lv) lead. Lv lead insulation damage was suspected. X- ray imaging was performed; no anomalies were noted. During an elective device replacement procedure, the insulation of the lv lead was found breached. The lv lead vectors were programmed to unipolar as a resolution. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.